Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 500mg/dl associated with an alleged radio frequency communication issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was stated that the school nurse gave boluses with the meter on (B)(6) 2017. The patient¿s mom stated,¿the school nurse assumed the bolus was completed both days but only a partial bolus was delivered which caused the blood glucose levels to go up¿. 2.4 units of 10.4 units of insulin was delivered on 08/28 and 6.7 units of 9.7 units of insulin was delivered on 08/29. The mother does not believe there is an issue with the keypad because ¿she can maneuver successfully within the meter and when they use the meter to bolus at home there are no problems¿. Troubleshooting for a possible radio frequency communication issue was performed. The channel was changed and a radio frequency test plus an air bolus from the meter. The communication was successful and the bolus was delivered successfully. The reporter was advised that the school nurse may need additional training. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the meter.